Event description:
It was reported a patient underwent a hip revision approximately one week post implantation due to a dislocation. The liner was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: right total hip arthroplasty with superior and likely posterior dislocation of the femoral head. Extensive hetero topic ossification along the right hip. Question prior right acetabular reconstruction. The complaint is confirmed based on the evaluation of the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined, however this is considered off label per the provided instructions under compatibility it states "do not use zimmer biomet uhmwpe acetabular cups and liners with components of any other manufacturer unless authorized by zimmer biomet. To determine whether these devices have been authorized for use in a proposed combination, please contact your sales representative or visit the zimmer biomet electronic labeling service (elabeling) website: http://labeling.zimmerbiomet.com." Its unknown if this off label caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.